Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor cannula was missing. The customer¿s blood glucose level unknown at the time of the incident. The customer reported that they had removed the sensor from body and found that no sensor cannula. The customer was advised to refer to their healthcare professional for treatment. If necessary, advise an x-ray will be able to locate a sensor cannula in the body. The troubleshooting was not performed for needle break. The sensor will not be returned for analysis.